Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited far field oversensing on the left ventricular (lv) lead. No pacing inhibition was noted. Boston scientific technical services (ts) was consulted and reprogramming options were offered and further testing was recommended. Additional information was received that reprogramming was performed. Further information was received that the lv channel is inhibiting pacing. Ts recommended to evaluate sensing in clinic. No adverse patient effects were reported. At this time, this device system remains in service.